Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
An implant card was received indicating the patient was implanted for the first time. Upon searches being performed it was noted that the patient was previously implanted with different products, however it is unknown when those products were explanted. During follow-up with the or support specialist that sent in the implant card, it was found that the surgeon reported on that date of surgery for re-implant that a full revision was performed on a previous date due to infection. At this time it is unknown when the infection occurred. The device history review for both the lead and generator were reviewed. The generator and lead passed final quality and functional specifications prior to release. Both products were sterilized prior to being released. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician that the cause of the device becoming exposed was the infection.

Event description:
Response was received from the surgeon indicating that they did not know when the infection began and did not explant the device. Information as to when the device was explanted was provided. It was also indicated that the operative report stated there was 'exposed hardware' and the infection was at both the neck and chest and both the lead and generator was explanted. No additional relevant information has been received to date.